Event description:
At the junction of the tip to the shaft, the outer layer came apart exposing the wires. It happened during the procedure while the cath was inserted inside the pt. The catheter looked ok before it was used.